Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that omega pain had put a new pump. The patient stated that they were told that the last pump battery went bad and hadn't lasted even a year and a half or two years. The patient stated that a week after the pump was replaced, they went back to the physician for follow up, however physician was no longer accepting pump patients, so they no longer had a doctor for the pump. The agent sent the patient a physician listing via e-mail. They could not continue to go through having a pump battery replaced every couple years as the scar tissue and damage being done was adding up. The patient thought that the pump was replaced in 2022 or 2023. The physician they were seeing was no longer accepting pump patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. It was reported that a revision on the pain pump was just done because "the battery was bad botched before 2 years was even through."